Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable glucose results for one patient from accu-chek inform ii meter serial (B)(4). There was no adverse event. There was no treatment given to the patient based on the meter results. Quality controls were tested within 24 hours and the results were acceptable. It was unknown if the same vial of strips were used. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.